Event description:
Additonal information was received from the user facility. The underlying diagnosis for the patient report of adhesive arachnoiditis was status post lumbar fusion surgery. This condition predated the start of prialt. It had not worsened since prialt started. The underlying diagnosis was not related to prialt administration. The diagnosis date was 2012. The outcome of this event was ongoing. They were unable to confirm the adverse events. Adhesive arachnoiditis pre-dated prialt use.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal fentanyl, clonidine, bupivacaine, prialt (ziconotide). The doses, concentrations, and lot numbers were unknown. The indications for use were non-malignant pain, urinary dysfunction/sacral nerve stim, and gastrointestinal/pelvic floor. The patient experienced a return of pain, and it was occurring daily. The pain was gradually getting worse. The event date was noted as "(B)(6) 2015." There were no falls/trauma related to the issue. The patient wanted to schedule a reprogramming visit with the manufacturing representative. It was also noted that the patient was diagnosed with adhesive arachnoiditis. No interventions were mentioned. Follow up was conducted regarding actions/interventions taken, diagnostics performed, clarification on the diagnoses of arachnoiditis and increased pain, the cause of the symptoms, and outcome. If additional information becomes available, the event will be updated.